Manufacturer narrative:
This is one event (cardiovascular) of two events for the same patient involving two separate products; associated mdrs # 1225714-2014-02970, 1225714-2014-02971, 1225714-2014-02972, and 1225714-2014-02973.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired on (B)(6) 2006 after the use of the product.